Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the stimulation was increased at healthcare provider (hcp) office and caused a great deal of pain in vagina and rectal area. The hcp later reported that they had scheduled with patient to repair the generator battery. Two weeks later, patient further reported that they started falling about 6 months ago. In (B)(6) 2016, they were having swelling in both legs and feet. They were in a lot of pain, but sept- nov the pain has got unbearable. They had x-ray in (B)(6) 2016 and it showed it had moved out of place. Right now, they can¿t walk, when they bent over, the pain was more. The hcp had scheduled for revision generator for monday (B)(6) 2016 at 9 45. They can barely stand the pain and their pain right now was over 10.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.